Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure both the right atrial and right ventricular leads dislodged. The physician suspected that while closing the pocket, he might have pulled on the leads. The patient was asymptomatic to the event. The leads were repositioned successfully and the electrical measurements were all within device parameter. There were no consequences to the patient.

Event description:
New information noted that the leads were observed to be dislodged via x-ray on (B)(6) 2018 post implant procedure. The leads were repositioned on (B)(6) 2018 and the patient was discharged on (B)(6) 2018.